Event description:
Problem: fully dilated ascending thoracic w/ aneurysm (2x3cm). Event: repaired w/ an abdominal aortic stent/graft. Result: deivce too big - 1. Ripped iliac artery 2. Left and right carotid arteries - extremely tortuous. 3. Neurological problems - a mass in brain (near pituitary gland). 4. Lesion on liver. 5. Severe headaches. 6. Visual changes. 7. Blood flow - problems. 8. Fever 100 deg. @ 6 mos.